Event description:
It was reported that during implant the right ventricular (rv) lead helix was deployed multiple times in different locations. When the final placement was found the rv lead was again deployed and it appeared that the helix did not fully extend; therefore, the physician attempted to deploy the lead further until it was extended completely. Upon interrogation the next day, an episode showed noise on the rv lead. Pocket exploration revealed that the rv lead was seated "well in the header" of the device. The device and rv lead were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the full lead was returned, analyzed, and revealed that the lead helix fixation was distorted/bent. It was also noted that the lead distal end/electrodes lv1 was covered with blood and visual analysis revealed that there was apparent explant damage. Concomitant: 5076 implantable pacing lead 2012 (B)(6). For use by user facility/importer(devices only). (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis revealed there was oversensing on the right ventricular lead.